Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5a48l. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the grade of hemorrhoids? Not known. Were the hemorrhoids circumferential or in specific quadrants? Please describe. Not known. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Doctor was quite angry as stapler only had cut but not staple. When was the staple retaining cap removed? Before inserting the stapler. When was the red safety released? Yes, red safety was released. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not known, but it was in free zone. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Yes he waited for 15 sec. Were staples visible anywhere in the surgical field or on the back table? If so, please describe the shape and location. No staples were seen anywhere. Was a complete washer transection confirmed? Has the patient received any further treatment? Please explain. Patient experienced heat bleed and the suturing was one which took extra 1.5 hrs and also patient had pain post operation. Has the patient¿s condition improved? What is the current status of the patient? Not known.

Event description:
It was reported that during a hemorrhoidectomy procedure, the stapler was fired and there were no staples at all, it had cut but did not staple and patient suffered heavy bleeding. Suturing was done to control bleeding, and it took extra 1.5 hrs to complete the surgery. The volume of blood loss was unknown. The patient suffered from extra pain post operative and also healing with suture takes extra time. The patient's hospital stay was extended for one day. Though patient was discharged but was in pain. Patient suffered from excess pain post operation, so was given pain killers. Patient was discharged but still complains of pain many times.

Manufacturer narrative:
Product complaint (B)(4). Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.